Manufacturer narrative:
.

Event description:
Per the clinic's report, the patient's performance decreased and there was an "intermittent dysfunction" of the cochlear implant. Exchanging external equipment did not resolve the problem. No integrity test was requested. The healthcare professionals elected to explant the device in 2007 and reimplant the patient with a new device during the same surgery.